Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 03.211.400 lot t949357, manufacturing date: 06-oct-2010. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All 32 parts of the lot were checked 100% for ctq features and for function at the final inspection on 06-oct-2010. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during bunion surgery on (B)(6) 2016 at the tarsometatatarsal joint, the surgeon was using compression forceps with the plating system when they broke. The reduction forceps could no longer hold the plating system in place. The forceps did not break into separate pieces, it was self contained. Another set of forceps were readily available. There was a two minute delay in surgery. No medical intervention was required and the surgery was completed successfully. Concomitant device reported: plating system (part #, lot # quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the leaf spring has broken where it is secured to the handle with a screw. Whether this complaint can be replicated is not applicable as the device is already broke. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Compression forceps are an instrument routinely used in the 2.4mm/2.7mm variable angle lcp forefoot / midfoot system. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by application of excessive force or cumulative wear during 5 years of field use. It is not likely that the design of the device contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.